Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial creatinine result was 2.2 mg/dl. The initial result was reported outside of the laboratory. The doctor questioned the result and a new sample was collected. The second sample's creatinine result was 0.8 mg/dl. The initial sample was repeated and the result was 0.9 mg/dl. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that their qc was acceptable. The field service engineer (fse) found that the analyzer cell rinse volumes needed to be adjusted. The fse adjusted the rinse volumes and performed a hardware check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.